Event description:
Boston scientific received information that the patient was hospitalized for shortness of breath and edema. Upon interrogation it was noted the device had previously been programmed to pace in both the right atrium and right ventricle but not sense in either chamber. This programming was due to noise on the right ventricular (rv) channel. Review of the electrogram (egm) noted oversensing of noise that led to pacing inhibition with an unknown duration of asystole from over one and a half years earlier. The device was left as previously programmed. The device and lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
The pacemaker was explanted over two and a half years later during an upgrade procedure. The pacemaker was returned for analysis.